Event description:
It was reported that a physician's dell x5 handheld device was freezing often. The physician stated that the handheld is not used often. A company rep visited the site for troubleshooting and found that the wand and all cables appeared fine and when his handheld is used with the physician's wand, everything works fine. A replacement handheld has been sent to the physician. Good faith attempts to obtain the dell x5 in question for product analysis have been unsuccessful to date.